Event description:
The patient reported that her urgency symptoms returned on (B)(6) 2016 and found the implantable neurostimulator (ins) off the same day. She was going to monitor her programmer. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient was at the work and they had the urge to go to the bathroom very badly. It might have been 30-45 minutes from my last visit to the bathroom. Patient had a bathroom accident and went to the bathroom and they could get their pants down quickly enough and they peed in the pants. They came from work very embarrassed. They checked their programmer and implantable neurostimulator (ins) was turned off. Patient had no idea how it got turned off. Patient turned it back on and it had been working since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.